Manufacturer narrative:
Adverse event and/or product problem; corrected data: this information was inadvertently reported incorrectly on the initial MFR. Report. Type of reportable event; corrected data: this information was inadvertently reported incorrectly on the initial MFR. Report.

Event description:
A manual blc was performed using the set of parameters listed in the clinic notes: 1/30/250 10.3%. The blc showed >10 years remaining until neos = yes. It should be noted that there is only one line of data from 05/15/2013.

Manufacturer narrative:
Adverse event or product problem; corrected data: this information was inadvertently left off of supplemental #01 MFR. Report.

Event description:
It was reported the patient had a generator replacement with no issues. The patient was replaced with a m106 generator. System diagnostics were performed with no errors. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported the patient wanted to see about getting a new vns generator as he was concerned the vns was no longer functioning. It is unclear why exactly the patient feels the device was no longer functioning. Attempts for additional relevant information have been unsuccessful to date.